Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral via a 6f sheath (model unknown). Peri-procedure the patient was anticoagulated with heparin and integrilin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 5mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that post deployment a 4in. By 4in. Hematoma was noticed at the access site. The physician applied 20 minutes of manual compression in which time the hematoma was resolved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela. The patient was hospitalized due to an unrelated and unspecified reason.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1222704) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
(B)(6).

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral via a 6f sheath (model unknown). Peri-procedure the patient was anticoagulated with heparin and integrilin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 5mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that post deployment a 4in. By 4in. Hematoma was noticed at the access site. The physician applied 20 minutes of manual compression in which time the hematoma was resolved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela. The patient was hospitalized due to an unrelated and unspecified reason.

Manufacturer narrative:
Outcomes attributed to adverse event - is being corrected from life-threatening to other serious.